Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the internal pneumatic block revealed water damage. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. During evaluation, the device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.